Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states that the back upholstery is falling apart at the seams and the arm padding is worn.